Manufacturer narrative:
Date sent to the FDA: 3/29/2022. Additional b5 narrative: it was reported that the patient experienced stress urinary incontinence and reoccurring urinary tract infections following the surgery.

Manufacturer narrative:
Date sent to the FDA: 2/11/2021. Additional information: d3, e1, g1 date sent to the FDA: 2/11/2021. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted due to sui. It was reported that the patient experienced lower back pain, and urinary frequency. No additional information was provided.